Event description:
The customer reported that their pump screen was dark and would not turn on. As a result, the customer's blood glucose level exceeded the safe threshold. Technical support instructed the customer on troubleshooting steps, but the issue persisted, leading to the decision to replace the pump. The customer was advised to use multiple daily injections as a backup therapy until the replacement pump, equipped with updated software, arrived. Technical support confirmed the shipping details and provided instructions for returning the malfunctioning pump to avoid charges. The customer acknowledged all the instructions and agreed to connect their continuous glucose monitor to the new pump once received.